Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms noted. The insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
It was reported that the customer received multiple battery out limit alarms. When he cleared the alarm, he received a bolus stopped alarm. The customer's blood glucose level was 78 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).